Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling and had flow issue. Per follow up information received via task on 20nov2024, the issue was resolved, by shipping device at the depot and get it repaired. Replacement of the mixing and circulation pump. Ctu calibration. Patient was not involved; this device was used for demo.

Event description:
It was reported that the arctic sun device was not cooling and had flow issue. Per follow up information received via task on 20nov2024, the issue was resolved, by shipping device at the depot and get it repaired. Replacement of the mixing and circulation pump. Ctu calibration. Patient was not involved, this device was used for demo.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. The arctic sun 5000 was evaluated upon receipt. Flow issues were noticed during the evaluation. Worn circulation pump. Circulation pump was replaced. Device not cooling, mixing pump was found to be worn. Mixing pump was replaced. Functional verification test. Ctu calibration. Device passed all applicable testing. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. No additional actions can be taken at this time. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.